Event description:
Precision xtra home blood glucose monitoring system by abbott diagnostics. Compatible strips were modified to a "no code" version. The company did not notify consumers or health care providers that older meters may not be compatible with the new strips. There is no info on the company web site regarding this problem. Our pharmacy still has new meters on our shelves that are not compatible with the new testing strips. We have determined that some older meters are compatible and others are not. This is a frustrating and potentially dangerous situation that abbott needs to deal with immediately.